Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel disfunction. It was reported that their stimulator didn't seem to be working like it used to. The patient said it did help to help them better and now it doesn't anymore. They said they noticed this changed occurred: ever since they had surgery about 3 months ago on (B)(6). They said, they could feel the tingle but they pee before they get to the bathroom, they have been making adjustments to their program, they have tried programs 1, 2, 3, 4, 5, and numbers but it did not seem to help. Reviewed therapy education information, stim sensation information, control equipment general use and function, equipment charging information and recommended keeping a symptom diary to track results. Worked with patient to synch with their implant and patient was successful to change to a new program and increase confirming comfortable sensation in their bike seat region. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists. The patient said they have an appointment with their doctor in august but may call sooner.